Manufacturer narrative:
Investigation summary this statement summarizes the investigation results regarding a complaint that alleges false positive when using kit grp a strep 30 test veritor material#: 256040, batch number 3361325. The customer reported that they were receiving positive results with patient samples using the veritor analyzer. They then submitted the samples for culture and received negative results. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record bhr review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos were received. Return samples were received on the batch number provided and were tested; the results were acceptable. The reported issue was unable to be confirmed. A trend analysis for false positive was conducted, no adverse trend was identified. There were no corrective actions taken at this time. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.

Event description:
It was reported while using kit grp a strep 30 test veritor, there was a false positive result. There was no report of patient impact.